Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found t he following: nozzle has foreign objects; the angle wires were stretched; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on the bending section cover or distal sheath rubber has a chip; adhesive on the bending section cover or distal sheath rubber has a crack; adhesive on the bending section cover or distal sheath rubber has a white clouded area; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; forceps elevator is deformed; adhesive around objective lens is peeled; plastic distal end cover has a scratch; adhesives around lens guide lens has white-clouded area; objective lens has a scratch; protector of universal cord on suction connector side has a scratch; connecting tube has a scratch; indication on suction connector is peeled and connecting tube has a wrinkle. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lusera colonovideoscope, had a foreign material in the air/water flow system. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found a foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with air and water. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.